Manufacturer narrative:
The insulin pump received constant insulin pump error alarm during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose level was 139 mg/dl at the time of incident. Customer stated that insulin pump was able to rewind. Troubleshooting was performed. The insulin pump will be returned for analysis.